Manufacturer narrative:
Currently, it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was injured while wearing an insulin pump. It was stated that one of his limbs were crushed. Nothing further was reported.